Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the coating of grasping section was partially missing. There was a scratch on the probe tip. The manufacturing history was reviewed, with no irregularities noted. This type of an error and the coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a sharp object. Based on the past similar cases, it was known that an error occurred when the user output the device contacting with something hard. The instruction manual of the device already cautions; when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
The subject device was returned to omsc for evaluation. After two hours of use, unspecified error occurred. The procedure was completed with another thunderbeat. There was no patient injury reported. Olympus medical systems corp. (Omsc) received the subject device for evaluation. As a result of evaluation of omsc on november 10, 2016, omsc confirmed that the coating of grasping section was partially missing. And it was not reported that the fragment of the coating fell into the patient.